Event description:
It was reported the customer had a button error alarm on their insulin pump. Customer stated they were unable to clear the alarm. The customer's blood glucose was unknown. It was found the customer replaced the battery, but the alarm persisted. It was also reported the customer had two hospitalization events for their blood glucose. Customer reported being hospitalized on (B)(6) 2015 with blood glucose around 300 mg/dl. Customer also reported being hospitalized with diabetic ketoacidosis a few weeks later. Customer's blood glucose was over 400 mg/dl during this incident. The customer was treated with an IV of fluids for their blood glucose and nausea. Customer declined to troubleshoot any further. The insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
No button response and button error alarm due to corroded keypad traces. Unable to perform functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to keypad anomaly. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, cracked reservoir tube, missing end cap sticker and cracked case near display window corners noted during visual inspection.